Event description:
We have had numerous complaints from our intensive care unit, about the masimo sensors that are used with our hewlett packard m1094b bedside monitor with the m1020a spo2/pleth module. The complaint is that the masimo spo2 values are at times, as much as 10% lower than abg's values that were drawn at the time they observed the masimo values. Other hospital departments complain that the masimo set dci adult spo2 reusable sensor and the ac-1 spo2 adapter cable don't hold up as well as other manufacturers. The cords pull loose from the sensor and/or connector end, and then fail. We feel that the masimo products are of poor quality and the manufacturer should improve their reliability.